Manufacturer narrative:
(B)(4). The device was not available for evaluation and the serial was not provided. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecific alarm occurred during the drain phase on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.